Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and the sensor glucose was 57 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 61 mg/dl. Suspend on low limit in sensor settings was 65 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return needle only the sensor. Cannot performed bts test as the sensor is beyond its expiration date.